Manufacturer narrative:
Pump unable to prime during prime test due to faulty force system sensor. No motor error alarm noted. Motor passed motor test. Pump passed idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple motor errors over the last 3 to 4 days. The customer indicated that 1 motor error happened while sleeping and the customer woke up with blood glucose of 180 to 190 mg/dl. Customer was able to clear alarm but the pump alarmed motor error again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.